Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, our (B)(6) affiliate received an email from a patient (pt) who reported being diagnosed with a corneal ulcer in the right eye while wearing acuvue® oasys® contact lenses. Pt reported inserting the lens on (B)(6) 2019 and it ¿started to bother my right eye.¿ pt reported the lens tore during removal and half the lens remained in the eye. Pt presented to a doctor and reported being prescribed 3 eye drops and an ointment for the corneal ulcer. Multiple attempts were made to the pt for additional information. No information was received. This event is being reported as a worst case as the pt¿s diagnosis and treatment were unable to be verified with the treating doctor. The lot number and suspect product availability are unknown. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.